Manufacturer narrative:
The reported event was confirmed. The sample was evaluated and found that the cap was detached from the inflation funnel. The edges of the inflation funnel were smooth and regular. The exact cause on how and when the event occurred could not be determine. A potential root cause for this failure mode could funnel thickness incorrectly sized at build-up or finish dipping operations/ machine misalignment during valve/cap assembly/user related (rough handling or incorrect syringe used. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "valve type: use luer slip syringe. Do not use needle to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection of the inflation funnel was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connection of the inflation funnel was broken.